Manufacturer narrative:
No samples were returned, therfore, retained samples were evaluated. Tensile strength testing was acceptable. In vivo testing in rats, found no problems at 0, 7, 14 days. No hyperemia or exudate was observed. A review of the lot history found no problems with sterilization during production. Co is unable to determine a cause for the reported pt problem.

Event description:
Customer reports, that approx. 5 days after a mammoplasty procedure, the pt experienced tissue reaction with serious edema. The suture had to be removed and a new one necessitated to re-approximate the wound. It was reported that no infection was present although a culture was not performed. The pt is doing well.